Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a company representative regarding a patient receiving hydromorphone (27 mg/ml) at 6.054 mg/day and bu pivacaine (3 mg/ml) at 0.6726 mg/day via an implantable pump for failed back surgery syndrome and spinal pain. On (B)(6) 2016 the catheter got nicked when revising the pocket due to a device or therapy issue. It was fixed on the spot by replacing part of the spinal and pump segments. The cause of the pocket revision, troubleshooting performed, any symptoms the patient experienced, and when the issue began was unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.